Event description:
The customer stated the cell-dyn sapphire analyzer generated an aspiration probe failed to home error. The customer replaced the vent head assembly and the issue was not resolved. The customer was asked to verify and replace the aspiration probe if it was bent and cycle the instrument power. The customer verified the new vent head installed they replaced was bad, as the probe would bind when pushed through the vent head. The customer replaced the vent head assembly, checked all the adjustments, noted the analyzer was within specification and the issue was resolved. About a week later, the customer called back and stated the aspiration probe failed to return to the upper position and generated an error message. The customer was advised to inspect the probe and perform troubleshooting procedures. If the issue was not resolved, the customer was advised to replace the probe. The customer requested an abbott field service visit, after service to analyzer, the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn sapphire vent head assembly provided to the customer with the customer recall letter.